Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while the patient was showering they experienced syncope and collapsed, which resulted in a broken leg. It was also reported that the implantable pulse generator (ipg) algorithm resulted in second degree atrioventricular block. The patient was hospitalized. During follow-up it was noted that the right atrial (ra) lead exhibited loss of capture, which coincided with the patient collapsing. The ra lead was reprogrammed and remains in use. The ipg remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. This resulted in an appropriate mode switch which resulted in loss of tracking that made the patient experience loss of consciousness and ended with the patient falling and their leg being broken in three places.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.